Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the probe is flat on the imaging part but then has thick curved plastic surrounding it which is creating a ¿lag¿ feeling in seeing a needle in time when really it¿s just the extra plastic and shape of probe creating unnecessary distance from needle to imaging portion of the probe when patients have loose skin that extra probe plastic drags on the skin, also if a larger patient has a shallow vessel then the plastic casing is what¿s making contact with the skin not the imaging part so then a shadow appears at the top of the screen when inserting which is right where the vein is/visualization is needed (again the plastic casing around probe is thick and creating issue) interference on bottom of screen during PICC placements (found to be coming from sherlock). Needle tip visualization isn¿t as easy. No other information was provided.